Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the patient reported experiencing three low blood glucose (bg) events and asked how to adjust insulin delivery settings on the pump. The reported bgs were 57 mg/dl, and 335 mg/dl. The agent advised contacting the patient¿s clinical decision support (cds), as they could not guide medical setting changes, and educated the patient on proper low correction (not to overcorrect). The low bg was corrected by drinking juice, and the high bg was corrected by corrective insulin on the ilet pump. On 08/13/2025, the patient again called with concerns about ongoing lows. The agent reviewed the bionic report and advised the patient not to pre-correct before lows and to follow the 15g carbs/15 minutes protocol. The patient reported they were following these steps. The agent noted the patient¿s target had been changed by cds two days prior and explained that the pump requires time for the retraining period before the adjustment takes full effect. At the time of the 8/13 call, the patient¿s bg was 93 mg/dl (normal range. No symptoms were reported by the patient during the event, and no medical intervention reported at the time of call.